Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl. Customer states insulin pump received motor error. The customer experienced symptom of high blood glucose value such as nausea and diabetic ketoacidosis. The customer treated high blood glucose value with pin. Based on customer¿s report customer does not allege underdelivery. The customer stated that the drive support cap was sticking out. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with end cap broken off, missing end cap sticker and loose drive support disk. Unable to verify motor error alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to end cap broken off. Motor passed motor test.